Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported event. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The customer will scrap the device.

Event description:
A customer contacted stryker to report that their device had logged an event code which can be related to a failure of the device to deliver defibrillation therapy. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.